Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated and resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator, which is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, plastic was noted at the tip of the needle. The sheath was placed via the wire into the right atrium and when attempting to place the needle it could not be advanced. Upon removal of the needle, a small piece of plastic was noted on the tip of the needle. Another needle and sheath were used to complete the procedure with no consequences to the patient.